Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during use. The complaint cannot be confirmed and the assignable cause was not determined. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint what changed from 2240 reported in follow up medwatch 001 to leak during use.

Event description:
The patient found a leak from solution bag or yume set during use. It is unknown from where the solution leaked. There was no patient injury or medical intervention reported. There was patient involvement.